Event description:
It was reported that this pacemaker recorded a code 1003 indicative that the battery voltage was too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. Device data were reviewed and engineering analysis confirmed that a voltage alert was triggered due to true high battery impedance and that the device subsequently triggered a remote monitoring disabled (rmd) alert. The device was recommended for replacement and return for analysis. No adverse patient effects were reported. This pacemaker remains in service.additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is expected to return.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative that the battery voltage was too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. Device data were reviewed and engineering analysis confirmed that a voltage alert was triggered due to true high battery impedance and that the device subsequently triggered a remote monitoring disabled (rmd) alert. The device was recommended for replacement and return for analysis. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.